Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized due to pd catheter removal. The patient was transferred to temporary hemodialysis. At the time of this report, the event was ongoing. The cause and treatment were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date last (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.